Manufacturer narrative:
Analysis was performed to the returned device. The reported no blood flow was observed at the marker lumen was confirmed. Fourier transform infrared spectrometer (ftir) testing result was concluded that the unknown clear substance obstructing the marker lumen was adhesive. Production record and corrective and preventive action (CAPA) reviews were performed and revealed that this event has been deemed to be related to a potential product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported obstruction of flow was concluded to be related to potential product quality issue due to adhesive obstructing the marker lumen. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after an interventional coil embolization procedure with a 6f sheath. Reportedly, the marker lumen was successfully flushed with saline prior to use. During use, there was no blood flow from the marker lumen. An additional device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.